Event description:
It is reported that a customer received a motor error alarm on his insulin pump and stated that the piston would not retract back into the pump. The customer's blood glucose was 339 mg/dl. The customer does not recall any significant event that could have led to the motor error alarm. The customer was advised with clearing the alarm and to remove the battery from the pump to avoid any continued alarms. No further information was provided.

Manufacturer narrative:
Unit received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. Unit received with cracked battery tube threads. Pump received with scratched reservoir tube window.